Event description:
The customer called to report unexplained high blood glucose levels between 300 and 400 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer was also experiencing chest pain and shortness of breath after troubleshooting was completed. The paramedics were called for the customer, and they arrived shortly after the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.